Event description:
Tubing developed a weakness and bulge of the section which is placed into the infusion pump. Pump ran fine from 0200 (new tubing) until 10:00 am at which time alarming started. It alarmed "pt occlusion." When pt evaluated - there was no occlusion. Tubing removed from pump and weakness/bulge noted. No adverse events to pt. Tubing changed to ativan gtt and resumed.